Event description:
It was reported that a preloaded multifocal intraocular lens (iol) was implanted into the patient's eye and the surgeon saw a scratch on the periphery. The surgeon left the lens implanted as the patient has small pupils so would not be impacted by the defect in the visual field, and patient was high anxiety, so explant would have increased anxiety. Only the inserter is available for evaluation as the lens is still in the patient's eye and will remain that way. There is no plans to explant the lens. No further information will be provided.

Manufacturer narrative:
Section a2, a3a, a3b, a4, a5, a6: information unknown/not provided. Patient information cannot be provided due to personal data privacy legislation/policy. Section d6b: if explanted; give date: n/a (not applicable). The lens remains implanted. Section e1:telephone number: (B)(6). Section h3: the device was not returned for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. . All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.